Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue. The event was further described as ¿after connecting the heating bag line and cassette, the patient turned them to the right to tighten, but it kept spinning without stopping"; it was "still rotating to one side¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.